Manufacturer narrative:
We have now completed our investigation into the reported complaint. A review of the batch manufacturing records could not be performed as no lot number was provided, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. As the part and lot numbers are unknown, a complaint history review was carried out across all pico 7 products. There have been further complaints reported with this issue in the past 4 years. It was reported that the device was used for treatment. During treatment the device started to make a vibrating noise. This is usually caused if there is an air leak, in which the pump attempts to regain negative pressure. This can occur with the green light still flashing. It was also reported that the leak indicator followed by the high leak indicator illuminated. It was confirmed that all relevant troubleshooting steps were followed in attempt to rectify the problem. Without return of the device we have been unable to carry out a visual and functional analysis in order to identify a potential root cause and extract data from the pump to assess how the device performed. Prior to distribution, all pico pumps undergo full functionality testing to an agreed specification. This ensures that all pumps are working correctly before being shipped to our customers; any failures identified are segregated for investigation. We have been unable to confirm the failure mode and subsequently identify a root cause on this occasion. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that the device started to have a vibrating sound. First, it only displayed an ok green light and then the "little button" next to ok green light started flashing orange. The nurse confirmed that initially, she only saw the green light and orange light flashing at the same time, but then it switched to just the orange light. Informed the nurse that the indicator next to ok green light is the air leak indicator. Provided her into about the differences when both ok green light and orange light are flashing versus if there were only the orange light which means that there are high air leak and therapy is not delivered. Provided her troubleshooting steps such as smoothing down the dressing, especially around edges and then apply fixation strips around edges. The nurse confirmed that she sees the 'smooth transparent" tape over the transparent edges that look like there were pores in it, of pico dressing. The nurse confirmed that the tube connectors were twisted together securely and that there was nothing loose and that was no visible tear along with the tubing or crack in the device. She also confirmed that the dressing was sealed properly and no visible part that may appear loose. She did mention about the rounded shape of dressing since it was applied in the breast area. In spite of three attempts to perform troubleshooting steps for air leak per clinical guideline and then pressing the start orange button, air leak alarm was not resolved. Referred her back to the patients surgeon for further medical instructions/advice. No further information available.